Manufacturer narrative:
Results: the embolization coil was not present, the pull wire was protruding from the distal detachment tip (ddt), and there was an unknown material on the ddt. The pusher assembly was kinked approximately 27.0 and 65.0 cm from its proximal end. The pet lock was intact on the proximal end of the pusher assembly. Two chart stickers were missing from the returned product pouch. Conclusions: evaluation of the returned penumbra coil 400 (pc400) revealed the embolization coil was missing and the pull wire was protruding distally. In addition, there was unknown material and slight deformation on the ddt. These findings suggest the embolization coil may have been detached due to forceful manipulation of the pusher. If the pusher is retracted against resistance, the polymer section of the pusher assembly may become stretched. If the pusher assembly elongates enough it may allow the pull wire to retract from the ddt, effectively detaching the embolization coil and allowing the pull wire to protrude distally. Further evaluation revealed the pusher assembly was kinked and may have been due to packaging for return to penumbra. The device history record (DHR) was reviewed. The raw material reconciliation for the pc400 revealed that the number of product boxes and instruction for use (ifus) pulled from inventory was equal to the number of device released for this lot. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a penumbra coil 400 (pc400) for a coil embolization procedure, the hospital staff opened the packaging and noticed that the pc400 embolization coil was missing. The missing embolization coil was noticed prior to use and therefore, the procedure was completed using another pc400.